Event description:
It was reported that the patient was not able to charge the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively.